Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
B5 updated. Corrected data. D1, d4, and g2 updated.

Event description:
The complainant reported the pump is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with an rp flex pump. The complainant reported that a placement signal unreliable alarm sounded and that pulmonary artery (pa) waveforms were lost on the associated console. Flows and motor current remained unchanged. The team planned to reassess position and monitor patient¿s pa pressure off of the swan catheter.